Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the left eye on surgeon side console (ssc)1 was black. The technical support engineer (tse) asked the caller to shut down the system and cycle the ssc1 circuit breaker. After restarting the left eye was still black. Tse viewed the system event logs and could see an error 48200 pointing the personality module surgeon console (pmsc). Caller stated that during the startup he could see some information on the left eye indicating that the monitor was working well. Tse asked him to disconnect the ssc1 for the next surgeries. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) of ssc1 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding left eye issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The pmsc unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The probable root cause for the left eye being black is attributed to the defective pmsc. This complaint is being reported based on the following conclusion: the left eye of the surgeon console1 was black after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the personality module surgeon console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure of ¿error 48200 and loss of left eye¿ could be replicated during testing. The unit failed with error 48200 at start up, no surgeon console leaf (scl)1 on leaf ID. The scl1 will be replaced. The probable cause of this reported issue is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.